Manufacturer narrative:
Belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor: 03/28/2014, electrode belt: 06/07/2013.

Event description:
A us distributor contacted zoll on 09/29/2015 to report that a patient experienced a defibrillation event consisting of one treatment shock. The patient received an appropriate defibrillation at 07:18:29 am on (B)(6) 2015. The rhythm at the time of the treatment was vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's wife witnessed the event and called for emergency responders. The patient was taken to the hospital. The response buttons were not pressed during the entire event. There was no death associated with the treatment event. The patient's physician has removed the lifevest at this time.